Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the 5mm instruments did not fit down the cannula. It would stuck mid-cannula or toward the distal tip. It was also stated that the cannula broke. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the returned products noted that the trocars, cannulas, circular and envelope seals appeared intact. Two of the radially expandable sleeves were not received. The obturators on two of the devices were received inserted into the cannulas, prolonged insertion can cause the envelop seals to become stretched. No damage to the cannula tips was noted. Pmv performed functional testing, the devices passed an air leak test. The cannula tips were checked with a 221. Pin gauge and was in spec. An endoscopic clip applier and a suction irrigation system were used to test for resistance by inserting and removing into the cannulas. No resistance was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.